Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1132 serial number: (B)(6) batch/lot number: 20201508 model/catalog description: precision spectra ipg kit unique identifier (UDI)#: (B)(4) model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 5096294 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4) model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 5096291 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4) model number/catalog number: sc-2316-50 serial number: (B)(6) batch/lot number: 17517274 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the entire system was explanted and the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.